Event description:
Insulin syringe in packaging left in acm door with "miss print" written across packaging. Upon review of syringe it is found to have mislabeled measurements in units. Syringe was sequestered.